Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2005; 694965 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed and no anomalies were found. The analyst noted that left ventricular capture management was programmed off so no capture threshold trend data was available.